Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on 03/28/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient stated the inaccuracy was 20-70 points off. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.